Manufacturer narrative:
Investigation: bd has not been provided with photos and samples for catalog 300296 lot 1901149 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine definitive root cause. The accurate root cause of the reported issue could not be determined. Bd has concluded that the small plastic particles could consist of some plastic flakes coming from the own syringe. Specifically, during the molding process some plastic flashes appeared, and during the assembling process this flashes could be lost as flakes and stuck in the inner surface of the syringe. DHR showed no indication of the alleged defect.

Event description:
It was reported that there was foreign matter in the tip of syringe with a bd discardit¿ ii 20 ml syringe, this was discovered during use. The following information was provided by the initial reporter: two packages (in separate packages) had syringes where tip had a thin light colored string. Customer was guessing if it was piece of plastic or textile. Unfortunately customer has thrown samples away.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter in the tip of syringe with a bd discardit¿ ii 20 ml syringe, this was discovered during use. The following information was provided by the initial reporter: two packages (in separate packages) had syringes where tip had a thin light colored string. Customer was guessing if it was piece of plastic or textile. Unfortunately customer has thrown samples away.